Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-01. H6: investigation summary it was reported when the customer was drawing up allergy serum they identified a white contamination on shaft of needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. A device history record review was completed for provided material number 305195, lot number 9093898. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot 9093898. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: while the customer was drawing up allergy serum they identified a white contamination on shaft of needle. Due to unknown nature of white substance allergy injection was not performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 9093858 was provided by the initial reporter device expiration date: unknown. Initial reporter zip:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: while the customer was drawing up allergy serum they identified a white contamination on shaft of needle. Due to unknown nature of white substance allergy injection was not performed.